Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports catheter was damaged around the hub of the catheter. The catheter was removed and replaced with a new palindrome.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.